Manufacturer narrative:
A preliminary review of the device history log by kci indicates the unit was turned off, back on and therapy resumed from approx 1900 to 2400 hours on (B)(6) 2012. The review also indicates that the unit was turned off (by the nurse) the final time. The preliminary review indicates the unit was functioning within specifications. The service timer alarm indicates the need to perform routine maintenance and reset the timer. This report is being submitted as possible user error since the therapy unit was discontinued despite continued therapy functionality. Device labeling, available in print and online, states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for pts at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for a duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.

Event description:
The following info was reported to kci by the nurse: on (B)(6) 2012, the pt had graft surgery and was discharged to home on v.a.c. Therapy the same afternoon. On the same date at approx 2000, the unit service timer alarmed. An unsuccessful attempt was apparently made to reset the service timer. The user was advised that the therapy unit will continue to function despite the alarm and that the alarm could be silenced if needed by turning the unit off and then back on. A new unit was ordered and since the alarm situation did not impact unit therapy functionality, the new unit was delivered early the next day at 0800. On (B)(6) 2012, subsequent info was reported to kci by the nurse: on (B)(6) 2012, the home health agency was notified by the pt's daughter of the unit service timer alarm. On (B)(6) 2012 at 2400, the home health nurse arrived at the pt's home, turned off the activ.a.c. Unit and removed the dressing, replacing it with an alternate dressing. According to the nurses report, the pt's apligraft become dislodged with the nurse's removal of the v.a.c. Dressing. That same day, the pt underwent sharp debridement, v.a.c. Therapy was resumed until (B)(6) 2012 when a new apligraft was applied.